Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal device was used according to the instructions for use (IFU). There were no problems with the release of the device. After six (6) hours there was less blood flow to the patient's leg. It turns out that the collagen was in the vessel and led to an acute occlusion. The patient underwent open surgery, where there were no further complications. The angio-seal device was used to achieve hemostasis. The procedural sheath size used prior to the vcd device was a 6 french. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. Estimated blood loss, was not greater than 250cc. The patient condition was stable. There was not any other equipment or devices being used with the reported product. Additional information was received on (B)(6) 2022: the procedure prior to use with the angio-seal closure device was an interventional procedure.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for collagen deposition and vessel occlusion. The exact root cause was unable to be determined. The likely cause was determined to have been device misuse or deployment technique causing collagen deposition into the artery. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).